Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with loss of bladder control. The patient was no longer able to urinate. The ins was implanted to help with urinary leakage so now the patient was having the opposite effect. Symptoms started a few days ago. The patient had not had any falls or trauma. The patient felt some stimulation and that the rep set it on the lowest setting. The patient had not tried to decrease stimulation. After additional review on (B)(6) 2013, it was noted that the patient was having some problems. It was noted that patient had not be able to drain the bladder two days before reported event date.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va05agy, implanted: (B)(6) 2013, product type lead. (B)(4).